Event description:
It was reported that the patient was experiencing stimulation turning off. The issue began the week prior to report. It was noted the leads were in the neck and that the patient often noticed positional changes in stimulation. It was noted the patient had a warming sensation in or around the implantable neurostimulator (ins) pocket during recharging, and this issue began one month prior to report. The 'burning' sensation would start 30 minutes into a recharging session, and the patient would remove the charging system and use an icepack to cool down the area. The skin and ins internally felt warm when the sensation occurred. The patient charged 'using a t-shirt between antenna and skin while charging.' The patient never had seen the temperature sensor icon. It was reported there were no falls or traumas related to the event. The patient was charging more than expected, however it was stated that she had been using the device more and at higher parameters. The patient was charging once per week compared to once every two weeks before. The device was interrogated with the clinician programmer, and it had shown that stimulation had been off since 8 days prior to report. The patient had reported charging the device 7 days prior, but there was no data to show this upon interrogation of the device. The patient reported feeling stimulation randomly at times since that in her target area that felt like usual stimulation. An impedance check found that all pairs 8-15 were greater than 3,600 ohms, and group impedances for a1 and a2 were greater than 3,600 ohms as well. No x-rays had been done. The patient was referred to a physician for a surgical lead revision. No further information available. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 355531, lot# n291762, serial#, implanted: 2011 (B)(6), explanted: product type screening device; (B)(4).